Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation. - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for foreign matter in syringe due to unknown lot number. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, foreign matter in syringe) was captured and addressed. Investigation summary: customer returned photos of a 3/10cc syringe. Customer states that the clear and colorless liquid turned slightly dark (darkly discolored). The attached photos were examined and exhibited smeared ink on the surface of the barrel. Manufacturing ((B)(4)) will be notified of this issue. Unable to perform DHR check for foreign matter in syringe due to unknown lot number. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (smeared ink) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(6), on (B)(6) 2020, (B)(6) received a photo complaint. A visual evaluation of the photo exhibited smoky print on the printed barrel. Printer process summary: the barrel printer applies ink from a substrate to a molded barrel that has been treated with corona to get a good adhesion of the ink to the molded barrel. Root cause for this defect cannot be determined. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was provided. Root cause could not be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine¿ insulin syringe had foreign matter in the syringe. This was discovered before use. The following information was provided by the initial reporter: this was reported as an issue about fm in a syringe. When aspirating insulin solution (humulin r) from a vial into a syringe in the hospital ward, the hcp noticed that the clear and colorless liquid turned slightly dark (darkly discolored).